Event description:
It was reported that after the use of the generator, the patient went into vt.

Event description:
During a routine hemodialysis treatment, pt complained of feeling hot, vomited and then had a seizure. Treatment was discontinued and blood was not returned. Pt was transported to ed, ed unable to identify cause of the seizure and pt was released without any medical intervention performed. (B)(6).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer reported that after the use of the generator, the patient went into vt. No error message was displayed on the stockert. The customer requested the generator be analyzed and it was returned to the vendor (stockert). It was found that there was a defective transistor (bux 48) on a pc board. This defect is not considered to be related to the patient issue. The defective component was replaced. Calibration and preventive maintenance were performed. Full functional and safety tests were performed and passed. The device history record was reviewed and no issues were noted in manufacture or service of this generator which relate to this complaint.